Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The date of the event is an approximation. On (B)(6) 2025, it was reported via insulet complaint the patient lost consciousness. During the event, a discrepancy was noted between the patient¿s cgm and bg meter readings: the cgm displayed 147 mg/dl, while the bg meter showed 65 mg/dl. The exact timing of this comparison was not specified. The patient was assisted by a family member, who provided crackers, candies, and juice to help manage the low blood glucose symptoms. The patient also reported attempting to calibrate the sensor but stated that ¿her settings got wiped out¿ during the process. There was no documentation of the patient seeking higher-level medical care following the incident. However, the patient mentioned the need to find a new doctor to address the low blood glucose episodes she has been experiencing over the past two months. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
Subsequent to the initial MDR, a correction was updated on 06/11/2025. According to an insulet complaint reported on (B)(6) 2025, the patient experienced a loss of consciousness on (B)(6) 2025. During the event, the patient¿s cgm displayed a glucose reading of 147 mg/dl, while a bg meter showed 65 mg/dl. The timing of this comparison was not specified. The patient was assisted by a family member and given crackers, candies, and juice. At the time of the report, the patient was recovered and has no issues. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation found a difference in values that fall within the c zone of the parkes error grid on (B)(6) 2025. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).